Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the mega suturecut needle driver instrument did not articulate. The issue was resolved by using a backup instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument does not articulate, an investigation is pending to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. As of the date of this report, the instrument has not yet been received. Therefore, the root cause has not been determined. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the mega suturecut needle driver instrument potentially moved with unintuitive motion/freely with uncontrolled motions. Unintuitive motion could result in subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.